Event description:
A zoll distributor returned monitor sn (B)(4) to report that it was resetting during pulse delivery.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets during pulse deliver) was confirmed. Upon investigation, there was corrosion found on the j502 connector and table top board. The cause of the resets was the corrosion. The root cause corrosion was unable to be positively identified but was likely due to liquid ingress. No adverse event resulted from the defective monitor.